Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 21mm aortic valve was explanted after an implant duration of approx. 1 year and 10 months due to leaflet calcification leading to aortic stenosis (pg=102mmhg; mg=29mmhg) and mild aortic regurgitation (grade I/IV). As per echo report received, the issue was likely due to a patient prosthesis mismatch. The patient presented with short of breath before the procedure. A mechanical valve was successfully implanted in replacement. The patient was noted as to be hospitalized in ICU under recovery and in stable condition. Indication for initial replacement was severe aortic stenosis. Initially it was performed an avr and ao root widening.

Event description:
Customer reported case involved a young patient was small in height, thin and body surface area was low so we sized annulus and used small size 19mm mechanical valve which was best fitted to the patient annulus. It was learned there was no patient prosthesis mismatch as initially reported.

Manufacturer narrative:
H10. Additional manufacturer narrative: added to b5.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H3. Device evaluation: leaflet tear in the as received condition may contribute to regurgitation. Xray demonstrated commissure 3 was bent inward. Xray also demonstrated heavy calcification on leaflet 3 and minimal calcification on leaflet 2. Leaflet 3 had a tear approximately 2 mm long near commissure 3 and calcification was evident at the tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 1 at the outflow aspect. Sewing ring cloth was cut around leaflet 3 on the outflow aspect and exposed the wireform underneath. Sewing ring was cut around commissure 1. Multiple sutures remained attached to the sewing ring around leaflet 1. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Customer report of calcification and stenosis were confirmed. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event.